Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, replace battery alerts, replace battery now alarms or failed battery test or battery failed alarms noted during testing. Device was received with case cracked behind the insulin pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received failed battery alarm. The customer¿s blood glucose level was unknown at the time incident. The customer also reported crack in the insulin pump and the failed battery alarm was not resolved after changing battery and cleaning the compartment. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.